Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: dtbb1d1 crt-d, implanted: (B)(4) 2015, 419488 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was fractured. The rv lead was reprogrammed until the lead revision procedure. Then at the rv lead revision procedure the rv lead was capped and replaced. No patient complications have been reported as a result of this event.